Manufacturer narrative:
The event unit returned to applied medical for evaluation, and a photo of the event unit was provided. Engineering observed that the tissue bag was not attached to the supports, which confirmed the complainant's experience. The returned unit was disassembled and no non-conformances were observed. Based on the condition of the event unit and description of the event, it is likely that the bag fell off the supports due to forces that were applied to the device during deployment when the device jammed. Applied medical is unable to determine the exact root cause of the device jam based on the evaluation of the returned unit. The probability and criticality of harm resulting from this failure have been evaluated and were found to be at an acceptable level.

Event description:
Name of procedure performed: gastrectomy. Hospital: [name]. "Surgeon push the thumb ring forward to deploy the bag. The string stuck in shaft and the bag dropped from prongs. Attachment is a photo for your reference. They replaced with a new one to completed this surgery." Product is available for return. Additional information received via email on 31aug2020 from [name]: the tips of the prongs were exposed. There were not multiple attempts made to advance the actuator. Patient status: fine. Type of intervention: they replaced with a new one to completed this surgery.

Manufacturer narrative:
The event unit is anticipated to return for evaluation. A follow-up will be provided upon completion of the investigation.

Event description:
Name of procedure performed: gastrectomy. Hospital: [name]. "Surgeon push the thumb ring forward to deploy the bag. The string stuck in shaft and the bag dropped from prongs. Attachment is a photo for your reference. They replaced with a new one to completed this surgery." Product is available for return. Additional information received via email on 31aug2020 from [name]: the tips of the prongs were exposed. There were not multiple attempts made to advance the actuator. Patient status: fine. Type of intervention: they replaced with a new one to completed this surgery.